Manufacturer narrative:
Patient weight unknown/ not provided. Device lot number unknown. Product not returned to manufacturer.

Event description:
It was reported that the retaining screw (mhlas) was loosened. It was also reported that the patient is a bruxism and wears night guard.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). One zimmer replacement screws were returned for inspection. The screws show signs of wear from use about the threads and internal drive features. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. A singular root cause could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.